Manufacturer narrative:
Additional information: there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the low flow alarms may be attributed to kink in the outflow graft as noted by the site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical product: outflow graft/358805-7698 / cat#1125 / exp. Date:04/30/2020. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 04/30/2015. Labeled for single use: yes. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU describes and outlines steps to attach outflow graft to lvad pump and the procedure for outflow graft anastomosis. As per IFU excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Outflow graft attachment to the pump should be performed by a surgeon, physician's assistant or surgical assistant trained in the procedure. If the outflow graft is too short or too long, it may kink. Prior to chest closure ensure that the graft is not kinked or compressed. Pump thrombus/thrombosis is also a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 5 high watt alarms have been logged since (B)(6) 2017 confirming the reported event. Waveforms indicate an increase in power consumption of approximately 0.6w starting on (B)(6) 2017. Waveforms then indicate a decrease in power consumption starting on (B)(6) 2017 to current parameters below normal operating range at 2700rpm. 116 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came to implant center after high watt alarm and was transferred into the intensive care unit (ICU) and intravenous (IV) heparin infusion was started. On (B)(6) flow and watt dropped. The patient had a computed tomography (CT) scan on (B)(6) and physicians saw that a rib was pushing on the outflow graft. Patient was taken to the operating room yesterday and a thoracotomy was performed. It was stated that they saw that the rib had pushed on the strain relief and it was disconnected and that lead to the kink of the outflow graft. Surgeon just released the strain relief and put a new graft. No need to change the pump. Patient is stable in ICU. No additional information available.